Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The communication cable between the daq-power board, the display unit, and the display unit and the daq-pwr board have been replaced to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs (B)(4).

Event description:
The hospital reported an error that results in a loss of mechanical ventilation. There was no patient involvement.